Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force exerted on the distal portion of the bag. The instructions for use (IFU) states, "if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." It is also possible that a sharp instrument or object came into contact with the specimen bag to fragment. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: gall bladder case. Event description: complaint 1 of 2: (B)(4) - MFR# 2027111-2025-00315. Complaint 2 of 2: (B)(4) - MFR# 2027111-2025-00314. Hospital reports to recent issues where cd001 bag broke during the procedure when the surgeon was pulling the bag out. Additional information provided by [name] on 13dec2024 via email: they were both my gall bladder cases, both with very large stones. Bags broke in trying to remove the gb in the bag via the 12mm port site. Can¿t remember the date of the first one, but in the one yesterday I definitely feel that I have pulled harder and not had an issue. I¿ve been using your 10mm bags for years and not had any problems. You¿ll have to check with [name] to see if the broken bag was retained. Additional information provided by [name] on 23jan2025 via email: the event date is unknown. The patient status is unknown. The device was thrown. There was spillage: stones and bile. It is unknown of the bag broke into pieces. The breakage occurred during special removal. It was through a 12 mm port, and the port site was stretched. Intervention: ni. Patient status: no patient injury.

Event description:
Procedure performed: gall bladder case. Event description: complaint 1 of 2: (B)(6), complaint 2 of 2: (B)(6). Hospital reports to recent issues where cd001 bag broke during the procedure when the surgeon was pulling the bag out. Additional information provided by [name] on 13dec2024 via email: they were both my gall bladder cases, both with very large stones. Bags broke in trying to remove the gb in the bag via the 12mm port site. Can't remember the date of the first one, but in the one yesterday I definitely feel that I have pulled harder and not had an issue. I¿ve been using your 10mm bags for years and not had any problems. You'll have to check with [name] to see if the broken bag was retained. Intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.